Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump did not infuse at the correct rate. The other issue reported by the user was that the pump did not alarm as expected by speaker or nurse call light. "We have a broken zyno pump here that runs extremely slow. It will not keep the infusion time that is entered into it and instead prolongs the entered time to over an hour. As well as the timing issue, it is not sounding the usual "end" alarm when the infusion should be done so nurses are having to constantly check it to see if infusion is on point/ done. I have tested it myself with a saline bag and it kept none of the programed times that entered into it. "No patient harm or injury was involved in this case.

Manufacturer narrative:
The user-reported complaint cannot be confirmed. The affected device was not returned to zyno medical for evaluation. The customer service employee at zyno has reached out to the customer three times since the initial contact, respectively on (B)(6) 2017, but no response was received.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00081).